Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. A crack was observed in the top housing, and corrosion was observed on the batteries and pcb assembly. The download data was not able to be obtained. It cannot be determined whether the crack in the top housing contributed to the corrosion. No other damages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours on the leg. As treatment, a correction and a manual injection of insulin was delivered.